Manufacturer narrative:
E1: patient city: (B)(6). Patient country: italy.

Event description:
Reference number (B)(4). Event occurred in italy. It was reported that patient faced adhesive issues with infusion set on (B)(6) 2024. Patient reported that tape was not sticking, and lost infusion set. No further information available.